Event description:
This robotic reposeable instrument being sent back to intuitive for reimbursement of 10/15 lives remaining. The needle driver would not suture it would just tear the suture apart. It also appears to have been a part of a field safety notice sent out (B)(4). No patient harm. Possibly just a delay in case due to having to open a new needle driver to complete the case.